Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: germany.

Event description:
It was reported during surgery, there was debris in the packaging. There was no patient harm/injury. There was no medical intervention. There was no surgical delay. Due diligence is complete, there is no additional information available.

Event description:
It was reported during surgery there was debris in the packaging, black debris from the battery pack. There was no patient harm/injury. There was no medical intervention. There was no surgical delay. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual examination of the provided pictures identified the device was a zimmer biomet device based on the battery pack logo. Additionally, battery expulsion was identified throughout the sealed package and the battery pack was warped. Device history record (DHR) review was unable to be performed as the lot number is unknown. A definitive root cause cannot be determined. The event is confirmed based on the provided images. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.